Event description:
Nurse noticed concern for pump malfunction. After priming tube feed pump without issue noticed air pockets in tube, looked unusual, stopped feeds. Appeared to be issue of downstream clog.